Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/07/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with burning and blisters under the entire patch area, which occurred the same day the sensor had been inserted in the arm. The patient was watching tv when she felt that her arm was burning. She removed the wearable and noticed that there were blisters on her arm where the wearable was placed. The patient was receiving accurate readings both on her tandem pump and g7 app. The patient went to the hospital and the doctor prescribed oral antibiotics for 10 days (cephalexin 500 4 times a day) for the infection and equate antibiotic cream. At the time of the report the patient was feeling okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.